Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, part of the shell is missing, wear abrasion, crease fold, underweight. A microscopic analysis was performed which identify, sharp edge broken assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on posterior assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Patient reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.